Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was diagnostic.

Manufacturer narrative:
During investigation, the olympus sales representative stated that they recently changed out the lamp and the lamp hours are under 50 hours. The customer was directed to check the lamp to see if it is greyed out or burned out after the lamp cools. The customer did not have another tower to swap lamps. The customer was instructed to check the cooling fan in the back of the unit to make sure it was working and not blocked or dusty. Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. The device was not returned. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus, the visera elite xenon light source had an e103 check lamp error and the spare lamp was on. There were no reports of patient harm.